Manufacturer narrative:
Date of event: reported as (B)(6) 2016; it is unknown if this was the date movement of the device happened or the date it was noticed. Additional product code: hwc. (B)(4). Device has not been reportedly explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the proximal femoral nail anti-rotation ii (pfna-ii) blade came out from the femur head two to three (2-3) days after surgery. Concomitant part reported: pfna-ii nail (part unknown, lot unknown, quantity 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.